Manufacturer narrative:
(B)(4).

Event description:
It was reported the lead electrodes were bent before the physician tried to use the lead. The device was not used within the patient.

Manufacturer narrative:
Concomitant medical products: product ID neu_stylet_acc. Product type: accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the lead lot number va06jtp found no anomaly. Analysis of the stylet found no significant anomaly. It was noted that the stylet wire was bent.

Event description:
It was reported there was a "potentially defected lead" observed by a healthcare provider. It was also reported the event did not involve a patient. No further information was reported. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.